Manufacturer narrative:
As reported, the first bard/davol ventralight st echo ps anchor became detached and a second device was used for the procedure. Two different lot numbers hufw2004 and huft0609 were used in the case. It is not known which lot number was associated to the separation. Based on the event reported and sample evaluation, the anchor detachment resulted from forces applied in use overcoming the weld strength. It is not clear if this presented when pulling the inflation tube out of the body, or if the anchor was pulled back through the anatomy attempting to remove the inflation tube. The product IFU instructs on cutting the inflation tube at the skin level (below the anchor point). No manufacturing anomalies were found. A review of the manufacturing records was performed for both lots and found that the lots were manufactured to specification. To date, this is the only reported complaint for both manufacturing lots. The instructions-for-use (IFU) supplied with the device states: "to deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube."

Event description:
As reported, during a robotic incisional hernia repair procedure on (B)(6) 2022, the bard/davol ventralight st mesh w/ echo positioning system (ps) was used. As reported, when the surgeon removed the echo ps frame after fixation and deflation, the echo ps yellow anchor became detached from the inflation tube. As reported, the procedure was completed using a second ventralight st mesh w/echo ps from a different lot to complete the procedure. As reported, the patient did not have any excessive scarring noted at the implant site and there was no reported patient injury.